Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure, the 2.25x15mm trek rx balloon dilatation catheter (bdc) completely failed to deflate inside the patient's anatomy. The inflation device was replaced; however, the balloon would still not deflate. It is unknown if the balloon was deflated when removed. An unspecified balloon was used to complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported failure to deflate was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported failure to deflate could not be determined. Possible factors that may contribute to failure to deflate the balloon include, but are not limited to, deflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, a conclusive cause for the reported complaint could not be determined since the complaint was not confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1149 removed, code 4060 added.